Event description:
It was reported patient experienced a fall and imaging showed patients lead had moved out of epidural space. Surgical intervention took place on (B)(6) 2023, wherein the lead was moved back to the original position thereby addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.